Event description:
Facility biomed reported that while a patient was already being resuscitated, the device smoked and sparked from the open right iui connector. The nurse stated the patient was on multiple drips and when she attempted to connect a third channel, a small burst of flames came out of one of the channels. The screen then went blank and smoke came out of all channels. When the users unplugged the device and took it out of the room, it stopped smoking. The biomed stated several pins of the iui have melted away with an approximately 1/4 inch burned area. There was a power outage during the same shift, but he does not think it occurred at the same time or was associated with the event. There was no harm to the patient or staff. No additional information was available.

Manufacturer narrative:
(B)(4). Device has been received. Investigation is not complete. A follow up report will be submitted with the investigation findings.